Manufacturer narrative:
Updated block: h6. The reported complaint was confirmed via the data logs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was not able to verify the complaint. By the time the fsr got to the account, the epgs had already passed calibration. The perfusionist continued to use the epgs throughout the case without any further issues. He completed testing of the epgs without any issues. The unit operated to the manufacturer's specifications. Per data log analysis, on 19-feb-2020 the system was powered up. At 13:11:52, calibration was started but failed with 'oxygen (o2) sensor out of range at calib' (o2 sensor value = 0). Three more attempts to calibrate were made with the same results. At 13:24:20, calibration was successful (sensor value = 1.314 volts (v). The system was used on (B)(6) 2020 with no issues (three successful calibrations). The log confirmed the complaint.

Event description:
It was reported that prior to use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) had a calibration failure. The system at first would not allow for calibration, then once it was allowed, calibration was attempted then failed multiple times. It was then reattempted and passed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.